Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round high profile 420 cc saline breast implant catalog number 3503420, serial (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with mentor smooth round high profile 420 cc saline breast implants that the patient woke up to left side deflation and discomfort when moving after implantation. As a result patient is scheduled for removal on (B)(6) 2018.

Manufacturer narrative:
On 9/23/2018, additional information indicated that the patient underwent bilateral removal and replacement with sientra implants. On the right the replacement is sientra , smooth round , highly cohesive implant, catalog number 10621415hp, serial number (B)(4), and the replacement for the left was a sientra highly cohesive smooth round implant catalog number 10621385hp, serial number (B)(4). The concomitant product serial number is reported in this report as (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, new information indicated that the lot number per device received is 6408794, and the serial number is (B)(4). Concomitant product: catalog number 3503420, serial number (B)(4). The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 12 cm located on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
On 09/23/2018, additional information indicated that the patient underwent bilateral removal and replacement with sientra implants. On the right the replacement is sientra, smooth round, highly cohesive implant, catalog number 10621415hp, serial number (B)(4), and the replacement for the left was a sientra highly cohesive smooth round implant catalog number 10621385hp, serial number (B)(4). The concomitant product serial number is reported in this report as (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/27/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).